Event description:
According to the reporter, during a laparoscopic salpingectomy, a small piece of plastic fell from the mandrel (lodged between the distal end and the aluminum). It occurred on two devices. The same white fragments were retrieved except for one that could not find in the patient's cavity. It was noted that the obturator cuts the ring upon insertion. Another lot was used to resolve the issue.

Manufacturer narrative:
D10. Concomitant product: 24055- , 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot #j5j2875gy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.